Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure, the left ventricular (lv) lead exhibited no capture and a high, undefined pacing impedance. The lv lead was reprogrammed to a different vector and remains in use. No patient complications have been reported as a result of this event.